Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The instrument was loaded with a fully fired 3.5mm single-use loading unit (sulu). There were no visual or functional abnormalities noted during pmv testing. The loading unit was reset, reloaded into the instrument and cycled with acceptable results. Pmv was unable to confirm the reported condition during the evaluation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open lower anterior resection of the rectum and colon, the staples did not deploy. The account completely squeeze the handle and it returned to an open position on first squeeze and remained in a closed position on second squeeze. Due to the open rectum, the surgeon have to use the device to do the anastamosis, so he made a purse-string for the anvil to resolve the issue in order to complete the case. There was no patient injury.